Event description:
Philips received a complaint from a customer that system stopped during a case. It could possibly be a contact issue in foot pedal. It has not been confirmed that the footswitch was bent.

Manufacturer narrative:
Pr#: (B)(4). When investigation is completed, a follow up report will be sent to the FDA.